Manufacturer narrative:
Product complaint # (B)(4). Component code: (B)(4) device not returned. A manufacturing record evaluation was performed for the finished device lot, and no non-conformance's were identified. Additional information was requested, the following was obtained: was needle removed from the patient? If yes, during same procedure? The needle did not fall into the patient. Any additional tissue dissection damage due to searching for needle? Na. Procedure name? No further information is available. No further information will be provided. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent an unknown surgery on (B)(6) 2021 and the needle was detached from the suture immediately during use. The needle was discarded. It was a control release needle. No sample will be returned. There were no adverse consequences to the patient. Additional information was requested.